Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and that the threads inside of it were stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2018 with the following findings: pump reboots were observed in the black box download. During investigation, the battery compartment was found to be cracked. There was no damage to the threads inside the battery compartment. The battery cap contact height and width measurements were found to be within specification. The battery cap was stripped. The battery cap was unable to maintain an electrical connection. Power loss and reboots were duplicated. A test battery cap was used for testing purposes. The pump powered on normally with no alarms. The pump was exercised with the test cap with no further power issues occurring. Investigation was able to duplicate the original complaint of no power.